Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ other-technical: not observed particles in the valve. ¿ use-error: observed broken plug strap assessed as surgical damage. Additional observations: ¿ observed creases on the device. ¿ yellow particles observed on the surface of the shell. ¿ observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Healthcare professional later reported deflation. Healthcare professional additionally reported "implant was intact but damaged during removal" and "particles in valve." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional later reported left side deflation. Healthcare professional later reported "implant was intact but damaged during removal" and "particles in valve." Device explanted.